Manufacturer narrative:
Product complaint #: (B)(4). Date sent to FDA: 3/1/2021. Additional information was requested and obtained. What is the procedure date? Can¿t remember ¿ around 3 months ago. What date did the reaction occur on? 5-7 days after. What does the reaction look like and how large of an area does the reaction cover? Brown net pattern same pattern as prineo. Do you have any pictures of the reaction? No. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription steroids; antibiotics prescribed)? If so, please clarify. Antibiotics, wounds were fibrotic and partially opened. What is the most current patient status? Unknown. Can you identify the lot number of the product that was used? Unknown. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? One patient had with hysterectomy with no issues. Additional information was requested however not received. If further details are received at a later date a supplemental medwatch will be sent. It was noted that antibiotics were prescribed, were there any other medical or surgical interventions performed? Please describe how the adhesive was applied. What prep was used prior to, during or after prineo use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Were any patch or sensitivity tests performed? Patient demographics: initials / ID, gender, age or date of birth; bmi. Patient pre-existing medical conditions (ie. Allergies, history of reactions). Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails). Product will not be returned. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a breast procedure on an unknown date in 2020 and topical skin adhesive was used. Post op about 5-7 days patient had a severe skin reaction, brown in color with image of mesh. Treated with antibiotics, wounds were fibrotic and partially opened. Additional information has been requested.